Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation when stimulation was turned on. Patient felt shocking 3 times the previous day and kept stimulation off. The shocking started at her waistline and traveled to down to her right foot, which was the same side that the implantable neurostimulator was located. Patient reported constant falling and also had a pinched nerve in her neck. Patient's status was fair. Additional information has been requested and will be made as follow up as it becomes available.